Event description:
Manufacturer representative reported bilateral dbs patient started shaking on one side of the body while physician performed rf ablation procedure. Unknown if device was explanted. A follow-up report will be sent if additional information is received.